Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer alleges the brake is not holding and the unit is acting like its in freewheel even when its in drive allegedly causing the consumer to fall out of the unit.